Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: >7.5 and 2.9. Therapeutic range: 2.0-3.0. The time between testing was four (4) minutes. Reportedly, the finger was heavily "milked" with the first test. Additionally, multiple finger sticks were performed on the same finger. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.